Manufacturer narrative:
This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Locking pin holding the cross piece of the handle has come out. This case has been reported by the loan kit technician during loan kit inspection.

Manufacturer narrative:
Examination of the returned instrument confirmed the complaint; the pin component is missing. The root cause appears to be attributed to misuse and/or heavy usage. Based on the investigation, the need for corrective action is not indicated. Complaints will be monitored under post market surveillance (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.